Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's daughter contacted lifescan in 2008 and alleged that the patient's one touch ultra2 meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. The daughter mentioned that the alleged issue first occurred on the previous month at 7:30 am . The patient had obtained results of "20 mg/dl and 275 mg/dl" on the subject meter, however, the results in the memory displayed lo and 232 mg/dl with the testing date of a week prior to original date at 12:42 pm and 12:32 pm respectively. It is not known if the date/time were correctly set in the meter's memory. Per the report, on that day at 8:00 am , she had to call the paramedics since she did not know if the patient's blood glucose was low or high based on the alleged results provided. She did not know if the patient had experienced any symptoms at that time. She also did not recall what the emt meter result was, but reported that the patient was treated with oral glucose and taken to the hospital. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly to match the code on the test strip vial. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The reporter was walked through a control solution test with the subject meter/strips and obtained a result of 131, which was within the range of 99-132 mg/dl. She did not have a new vial of strips to perform a retest. This complaint is being reported because the daughter claimed that the patient was treated with oral glucose after obtaining the alleged erratic results. It is unclear if the alleged erratic results were obtained prior to the event or after as noted by the meter's memory. Replacement products were sent to the lay user/patient.